Event description:
A report was received that the patient was not able to charge the ipg as the charger would not couple over the implant site. It was noted that the patient still had some swelling from the recent implant procedure. The patient underwent a pocket revision procedure.

Event description:
A report was received that the patient was not able charge the ipg as the charger would not couple over the implant site. It was noted that the patient still had some swelling from the recent implant procedure. The patient underwent a pocket revision procedure.